Event description:
Baxter service center reports in sweden leak in cassette of homechoice set used for automated peritoneal dialysis therapy. Leak was identified by service center when moisture was noted in pneumatic area of returned homechoice device. Pt was not connected to device when leak was noted. No pt injury or medical intervention was reported.